Manufacturer narrative:
Concomitant product: 429688 lead, implanted: (B)(6) 2012-; d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.